Event description:
On 05-aug-2015, a customer from (B)(6) reported false positive results associated with chromid tm (B)(6) smart agar. A patient sample grew with pink colonies on the chromid (B)(6) smart plate (ref. (B)(4) - lot 1003882470 - expiry: 03-jun-2015). The customer indicated the incident occurred on (B)(6) 2015, before the expiry date. The discrepant result was not reported to the physician. Although ref (B)(4) is not sold within the united states, a simlar product, ref (B)(4), is sold within the united states.

Manufacturer narrative:
This investigation was conducted due to a growth of 5 (B)(6) strains on lot 1003882470 of chromid(tm) (B)(6) smart agar (ref. 413050) close to the expiry date. A complaint history review was performed for this lot. No other related complaints have been received. A batch record review was performed for lot 1003882470. This batch was manufactured the 25-mar-2015. No discrepancies or anomalies were detected during manufacturing. The results of the microbiological quality control were in accordance with internal specifications, 7 qc strains inhibited. A thermal shock event (4 plates at 20-25°c during 3 days and 24 hours at 33-37°c) was simulated on the lot prior to release. Three (3) (B)(6) strains were subsequently tested after this thermal shock and showed total inhibition, as expected. Testing on lot 1003882470 was not possible since the complaint was received from the customer after expiry. Five (5) strains were returned to biomerieux by the customer. Testing of each strain was performed on 3 others batches at varying points within the shelf-life (new lot, lot in "middle life", and a lot near expiry). As a control, two (2) (B)(6) qc strains (s. Aureus atcc 13150 and s. Aureus atcc 29213) were added as a control group. The results of the tests are as follows: - identification of the returned strains were confirmed to be s. Aureus. - the 2 (B)(6) qc strains were inhibited on all 3 lots. - the 5 returned strains are completely inhibited on the recent lot and on the middle-life lots. On the lot near expiry, 1 strain was inhibited, as expected; however, 4 strains began to grow with characteristic pink colonies. The growth of characteristic colonies on the lot near expiry was confirmed with four (4) of the returned strains. Further characterization of these strains is pending to determine the exact root cause of this incident.